Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. The most probable root cause of this failure appears to be primarily related to the patient's profile, including their activity as a carpenter, which subjected the prosthesis to stresses not recommended in the information for use. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a male patient (1.90m, 120kg, carpenter, born in 1968) came for pain, rubbing and grinding at his right hand. A revision surgery occurred during which the neck was replaced. Cysts has been found but the cup was well fixed.